Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. No service history review can be performed as part number 338.26 with lot number(s) a4hn158 is a lot/batch controlled item. The manufacture date of this item is june 18, 1998. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Part 338.26, lot a4hn158: release to warehouse date: june 18, 1998. Manufactured by synthes (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plate impactor was found broken in two pieces when the tray was opened. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection, device history record (DHR) review and drawing review were performed for the returned device as part of this investigation. The repaired device was returned to the customer quality location. The returned device is a repaired device from service & repair and is an impactor assembly part# 338.28 with lot#r3at029. The 338.26 impactor tip component was replaced by service & repair and is physically etched with part# 338.26 lot# 4085248, however the shaft of the impactor assembly does not have a physical etch of 338.28 with lot#r3at029. Per the updated service & repair evaluation, the device was scrapped due to the lack of a packaging bill of materials. A replacement device was issued to the customer. The item will be forwarded to customer quality. The overall balance of the device looked in a good condition and functional condition. No new malfunctions were identified as a result of the investigation.the cause of the issue is unknown. Most likely due to cumulative wear for the returned device that is over 19 years old. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Catalog number, lot number is unknown, UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No service history review can be performed as part number 338.28 with lot number(s) r3at029 is a lot/batch controlled item. The manufacture date of this item is 18-jun-1998. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Part 1 of 1. Please launch a device history record review (DHR). DHR review for part # 338.28, lot # r3at029 this device has lot# a4hn158 physically etched on tip component part 338.26. Then it was assembled into a 338.28 with no new lot# assigned for the 338.28 assembly. Then it was repacked with newly assigned lot# r3at029. Release to warehouse date: 25-june-1998, expiration date: na. Manufactured by synthes (B)(4), however, the repack location is unable to be determined (is either monument or brandywine) based on the limited information on the repack/relabel form from 1998. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The customer reported the plate impactor was broken in two pieces. The repair technician reported the teflon tip impactor was broken and missing pieces. Handle cracked/broken is the reason for repair. The cause of the issue is unknown. The following parts were replaced: teflon tip impactor (new lot# 4085248). The item was repaired per the inspection sheet, passed synthes final inspection on 10-aug-2017 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in docusphere document management system. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.